Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient called back and had yet to address reported issues with the hcp. Pt stated the rep had wanted to meet after pt had CT scan x rays ("of neck and all that stuff") for possible diagnostic reprogramming. Pt explained they had been moved to a different territory to see another hcp and needed to f/u with rep. Pt described having to cut spinal cord stimulation (scs) therapy off due to system doing weird things such as the shocking sensation. Pt indicated they had charged the ins up to 100% yesterday bc they had been hurting in their back. Pt added they had adjusted intensity low (3) so they could barely feel the stimulation but later started feeling sick/nauseous like having the flu to where they had to lay down. Pt said after turning the ins off in the evening they started feeling better saying they didn't know if the scs caused this. Pt brought up that the shocking sensation they had reported to previous agent was in areas of the body that it was not supposed to (hips/sides) "was shocking the crap out of " them w/o moving. Pt clarified pt was referring to feeling therapy stimulation and that the scs was not literally shocking them. Pt remarked the scs has helped them they would not trade it for anything.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported the patient was receiving a "shock" sensation more than average since yesterday. Patient noted if they touch anything they felt the shock sensation even in the shower and laying down. Patient reported they decrease the intensity but still felt the shocking sensation. The patient was redirected to their hcp to further address issue.